Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed.

Event description:
It was reported that during an unknown procedure, the doctor felt a difficulty in cutting/sealing the tissue by pushing the min button. Another device was used to complete the case. There were no adverse consequences to the patient.